Event description:
The reporter stated that the screw bent as it was placed into the bone. In a telephone call to the surgeon, he reported that the procedure was for fixation of a calcaneal fracture. He reports that the device malfunction is unlikely to adversely affect the outcome of the procedure.